Event description:
The pneumothorax was identified post-operatively, after the patient had initially been cleared in the post-op chest x-ray; the injury later presented during recovery. The pneumothorax was located in the left lung, superior to the lesion site in the left upper lobe (lul). A malfunction of e-stop error was reported.

Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The scope was not returned for investigation, as it was discarded. Manufacturing records confirmed it passed the final qa/qc check. The reported e-stop error occurred during treatment selection while connecting the window field generator and was traced to a known software bug that can trigger a model mismatch error. As the issue occurred before the procedure began, it did not cause or contribute to the pneumothorax. Video review identified no use errors or system malfunctions, and multiple biopsy attempts were performed under live fluoroscopy per standard workflow. The physician did not attribute the pneumothorax to the galaxy system and noted the injury was located superior to the lesion in the lul, with no procedural malfunctions observed. The event is consistent with known inherent risks associated with bronchoscopy and biopsy procedures. This complaint is reported due to the following conclusions: a pneumothorax was reported following a galaxy-assisted biopsy procedure. The injury was identified in the recovery room after the patient had initially been cleared in the post-operative x-ray. A chest tube was inserted, and the patient remained stable. The physician did not attribute the injury to the galaxy system. A malfunction of e-stop error was reported.